Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the imaging system. The representative reported they preventively adjusted the door switches and checked the system again afterwards. The door was opening and closing normally for the duration of testing. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system would not take 2d or 3d images. It was noted the door of the imaging system would not close wet, so the system would not take images from time to time. No complications were reported/anticipated. This issue occurred outside of procedure. There was no patient present when this issue was identified.